Event description:
After patient suffering a fall, it was evidenced a fracture of the acetabular component, with indication for revision and replacement according to the medical declaration. Medical declaration (date: 27 / nov / 2020): patient with one year post operative, of a total left hip arthroplasty, with a history of trauma due to a fall from her own height three days ago. Control x-ray showing fracture of acetabular component with indication of revision for replacement of femoral and acetabular components. I request a return to the (B)(6) hospital to request a new surgery. It is necessary a cross linked polyethylene insert and a ceramic femoral head; (it is necessary to check the brand and model of the prosthesis).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Visual examination exhibited a remarkable degradation of the metal at neck's portion of the stem. Device's observed condition along with fracture event of the ceramic insert denoted metal-metal interaction between stem's neck and acetabular cup once the insert got disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.